Event description:
It was reported that the customer was having issues rewinding the insulin pump. Customer stated that she tried to deliver a bolus, but nothing happened. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).